Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion in the iliac artery bifurcation. The 7.0x40mm absolute proself expanding stent system (sess) was advanced over a .035in guide wire to the target lesion. During deployment, the thumbwheel stopped turning and the stent only deployed 3cm. The physician tried to pull the shaft of the sess into the sheath however the partially deployed stent broke into two pieces. The sess was able to be removed however the initially deployed 3cm of the stent was still in the left iliac. An 8.0x80mm absolute pro sess was then advanced to the broken stent but again the thumbwheel would not turn and the stent was only partially deployed. The sess was removed from the patient without issue. The right groin was then punctured and a covered stent was advanced from a retrograde way starting in the right common femoral artery. The covered stent was placed from the common iliac artery to external iliac artery, crushing the initial broken absolute prostent. Control angio showed a kink in the covered stent due to the crushed stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted multiple stent sheath kinks and the noted partial outer member-stent sheath bond area separation resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.